Manufacturer narrative:
One cadd solis vip pump, was returned for analysis. Visual inspection performed, and product found with damaged battery door knob. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigator's was unable to duplicate the customer's reported problem. During the investigation, the pump inspected, and functional testing performed, and it passed all testing. Three accuracy tests were performed and results in all passed. The device was found to be working properly. Therefore, no problem found.

Event description:
It was reported that the device delivered less than programmed. No known adverse effects to patient.